Event description:
Pt underwent surgery for rectocele and stress incontinence using avaulta plus posterior and uretex to suburethral transobturator sling. Required repeat surgery involving: late 2007: repair of vaginal mucosa from posterior avaulta; 2008: excision of avaulta mesh; three months later: release of uretex to, suburethral collagen injection. Dates of use: 2007-2008. Diagnosis or reason for use: rectocele; stress incontinence.